Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if the patient has been implanted with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Device not available for analysis.

Manufacturer narrative:
Per the clinic, the device is not available for analysis.this report is filed (B)(4), 2012. Device not available for analysis.